Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that there was an adverse event relating to the patient. The patient went low in the middle of the night and was hospitalized. After troubleshooting the pump, it was noted that the alarm sounds were all on vibrate, and therefore did not hear the low bg warning. There was no additional information at this time. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.